Event description:
It was reported that the device was used during a laparoscopic colon procedure. A leak test was performed with a proctoscope and saline put into the pelvis and air was inserted. On the anvil side, the surgeon used 2.0 prolene to perform the purse string, no purse string device was used. The surgeon used a bovie to clean up the fat around the area. The pa fired the device. No ischemia or necrosis of tissue was present and the tissue donuts were complete. Patient was required to go back for a second operation due to a post-operative leak. The surgeon diverted the bowel for a colostomy. It is unknown at this time if the colostomy will be permanent or temporary. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.